Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from the balloon and not returned with the device. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was missing. The target lesion was located in the mid to distal left circumflex artery. A 2.50x12mm synergy ii stent was advanced to the target lesion. However, it was noted that there was no stent mounted in the stent delivery system (sds) balloon. The stent was searched visually and through fluoroscopy but it was not found. The physician then inflated the sds balloon as plain old balloon angioplasty (poba). The procedure was completed with a 2.5x16mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Date of birth: 1955. Device is a combination product. (B)(4).

Event description:
It was reported that the stent was missing. The target lesion was located in the mid to distal left circumflex artery. A 2.50x12mm synergy ii stent was advanced to the target lesion. However, it was noted that there was no stent mounted in the stent delivery system (sds) balloon. The stent was searched visually and through fluoroscopy but it was not found. The physician then inflated the sds balloon as plain old balloon angioplasty (poba). The procedure was completed with a 2.5x16mm synergy stent. No patient complications were reported and the patient's status was fine.